Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400mg/dl at the time of incident. Customer also stated that there was a large air bubble in reservoir but she just going to change everything out now because of blood glucose. Customer treated with bolus for high blood glucose. Customer did not provide any information regarding the symptoms for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event . Customer¿s troubleshooting was performed for high blood glucose. The insulin pump and reservoir will not be returned for analysis.